Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer(fse) evaluated the unit and replaced compressor and temperature sensor due to overheating alarm.the equipment was ready for clinical use after the change. Unit returned to customer.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units system is overheating.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.